Event description:
A 2.25 mm diameter x 12 mm length micro driver stent system was inserted into a patient for the treatment of an lad lesion. The patient had multiple lesions. Vessel morphology was severe calcification and severely tortuous lesion. It was reported that the vessel was pre-dilated several times. Another manufacturer's drug eluting stent was deployed in the mid lad. Another manufacturer's drug eluting stent was inserted and was unable to cross the lesion in the diagonal. A micro driver was then deployed in the diagonal lesion successfully. The physician wanted to stent a more distal lad lesion site; which required passing through the previously deployed micro driver. Unable to cross the lesion and using some force the physician felt he should remove the device and end the procedure. Upon removal of the device, it was noted that the stent was not on the balloon. An angio was performed and the stent was noted to be stuck in the previously deployed stent. It was reported that the physician was able to rewire directly through the undeployed stent and snare and withdraw the undeployed stent from the patient successfully. No additional clinical sequelae were reported and the patient is fine. Medtronic has received the returned device and the analysis has been completed. The returned device investigation revealed that there was evidence that the stent had been adequately mounted on the delivery balloon. The stent was returned attached to a snare device and all stent segments are accounted for. Review of the returned device suggested that the stent was stripped from the balloon with some force or balloon was subjected to damage. A combination of a difficult lesion and stent becoming snagged in a deployed stent deemed to be the root cause of dislodgement.

Manufacturer narrative:
Conclusions: device failure related to user handling (as a precaution, IFU states that the distal lesion should be initially stented). Device failure/lack of effectiveness related to patient condition (severe calcification and severely tortuous lesion).